Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated lens was loaded and implanted into the eye, surgeon noticed a scratch in the lens. The iol was explanted during initial procedure. There was no further patient impact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of damaged intraocular lens (iol). Additional information has been requested, yet no new information received.